Event description:
It was reported via clinic notes received that the pt has been experiencing "more seizures than expected." The pt's dosage of keppra had been increased at the previous office visit. The vns generator has been reported as approaching end of service; however, it is unk if proper stimulation is being delivered. No medication or programming changes were reported as contributing to the increase. The relationship of the pt's current seizure level compared to levels prior to vns therapy is unk. Surgery to replace the vns generator is likely.